Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set crimped cannula events on 04-aug-2024. Event occurred after three hours of insertion. Insertion site was at abdomen. Blood glucose levels were reported to be over 800 mg/dl during the event. Patient corrected with both pump and multi daily injections, went hospital due to blood glucose levels not coming down. Patient was admitted to hospital. The set was in use for less than a day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30678 - device 1 of 3.